Event description:
The customer observed architect i2000 error code 1007 (unable to process test, activated read failure) when using reaction vessel (rv) lot 69523p100. The customer had been using older lots of rv's in stock with no issue. The error started to occur immediately after changing rv lots to lot 69523p100 particularly with the hcv and cea assays, at a frequency of 5/100 tests. The issue was not resolved when the customer changed the trigger and pre-trigger. The customer checked for cracks, leaks, bubbles and loose connections in the pre-trigger lines, valves or level sensor. The customer decided the issue was related to the rv's, and was asked to discard the suspect rv's to prevent recurrence of the error. There was no impact to patient management.

Event description:
It was reported that the pt had a l2-l5 laminectomy and fusion at l4-l5, with instrumentation, in (B) (6) 2004. The pt then had revision surgery in (B) (6) 2007 for an unspecified reason in which the instrumentation was removed and replaced with iliac screws. The screws were placed from t10-ilium. The pt was seen for follow up in (B) (6) 2009. X-ray films showed one of the iliac screw heads had disengaged from the bone screw. The pt was asymptomatic. No revision surgery is planned at this time.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.